Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 190 units of insulin. Customer added insulin to the cartridge and loaded it successfully. Additionally, it was reported multiple cartridges were leaking. Customer successfully loaded a new cartridge and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose.